Manufacturer narrative:
H3 other text : device was not returned to manufacturer

Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was smells like a burning plastic or rubber or a wire that's overheating. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.